Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro c-ring came loose in the tunnel. The hospital reported that the c-ring was retrieved with no effect to the patient and procedure completed.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).